Event description:
It was reported that an ilet pump failed to power on despite being placed on the charger, and the user disclosed the pump was submerged in water prior to the failure; the charger indicator showed a solid green light but the pump remained unresponsive, and a replacement pump was arranged. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical symptoms. Outcomes included no medical intervention, no hospitalization, and a temporary interruption of insulin pump therapy while the user used fast-acting insulin as backup under hcp guidance. Investigation included customer interview and logistical review of device replacement. Investigation of this case revealed a suspected device malfunction consistent with exposure to liquid and a nonresponsive user interface and power function. It was concluded, based on previously established findings for similar reports, that the cause was likely liquid ingress leading to device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.